Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as batch number provided does not exist. Investigation conclusion: lot number provided is not valid. A complaint history check could not be completed as batch provided does not exist. Root cause description: root cause cannot be determined at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the needle 18x1in blunt fill had foreign matter in or on the device cannula/needle/coring. The following information was provided by the initial reporter: "when the needle is used, it leaves particles in the container and in the syringe."